Event description:
When the surgeon tried to pour the cement into the cavity using powerpak syringe and enhancement gun, the cement flowed in reverse in syringe. There was no adverse consequence for the patient.